Event description:
Reportedly, the needle wouldn't stay in the tip of the device and it would disengage. Procedure type: unk, patient sex: unk.

Manufacturer narrative:
An instrument was received for evaluation by quality assurance without a needle and without any observed abnormalities. The instrument was loaded with a loading unit from the quality assurance inventory and found to toggle according to design specifications. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The cause of the reported difficulty could not be identified as there were no abnormalities noted during visual or functional examination.